Manufacturer narrative:
A boston scientific technical services consultant advised trying to reproduce noise on the rv channel and if the noise is able to be reproduced, then advised trying to obtain commanded rv lead impedance measurements. No additional testing or x-rays were performed. Threshold measurements and sensing measurements were normal and the patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing jaw pain and shortness of breath. System evaluation noted increasing pacing impedance measurements on the right ventricular (rv) channel which have recently exceeded 2000 ohms. Elevated pacing threshold measurements were also noted. The caller stated the patient's symptoms were not device related. No adverse patient effects were reported.